Event description:
Related manufacturer reference number: 2017865-2022-44186. It was reported that the patient presented in clinic for follow up. Upon review, the atrial and right ventricular leads exhibited loss of capture, loss of sensing, high capture threshold and varying pacing impedance. The leads were dislodged due to twiddler's syndrome. The right ventricular lead was repositioned successfully on (B)(6) 2022, and the atrial lead was explanted and replaced. The patient was in stable condition.